Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 07/21/2016 a medtronic representative, following-up, reported the unit was not returned for evaluation, therefore evaluation results unavailable. - no parts have been received by manufacturer for analysis. - no parts were replaced. - no further issues have been reported.

Event description:
A medtronic representative reported that a orange led light illuminated on the site's navigation system camera. The navigation system's camera error light keeps flashing when the system is running applications. At the same time, the camera still can sense instruments. They attempted to reconnect the tool interface unit (tiu) cable, however, the issue was not resolved. There was no patient present when this issue was identified.